Manufacturer narrative:
Reported event ¿insufficient heatseal & (sterile) pouch or blister pack¿ was confirmed. Received 3 of item 138114a in unopened original packaging. Performed a visual inspection of the devices and found that there were obvious signs of a breach in the packaging for two devices. A functional inspection was performed on the device that did not have an obvious breach. The device was dye leak tested which indicated that the heat seal was insufficient as there was leakage out of the packaging. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 177 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device 138114a, electrosurgical handpiece, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This will be reported as a malfunction with potential for injury upon reoccurrence.